Manufacturer narrative:
(B)(6). One elite premium knot manipulator device was returned for evaluation of the reported complaint mode, ¿sharp.¿ after functional testing and visual inspection under magnification, it was determined that the root cause was a minor sharp edge that cut the suture. All operators involved with the functional testing of the device were retrained. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has identified one additional complaint (similar failure mode) for this lot number on file and the aforementioned device was not returned and therefore, not confirmed. (B)(4).

Event description:
It was reported that during an unknown procedure using elite premium knot manipulator the device was too sharp and cut suture twice. It was reported that there was no procedural delay. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.